Event description:
The reusable impactor head broke during impaction at the point where the component attaches to the impactor handle. The surgery was completed successfully.

Manufacturer narrative:
The reusable impactor head broke during impaction at the point where the component attaches to the impactor handle. The surgery was completed successfully. Review of inspection records for the affected lot of material indicate that the component was manufactured to specification.